Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller mentioned the patient (pt) was implanted in (B)(6) and now was seeking an MRI to evaluate infection - caller was unclear whether or not the infection was related to the scs. Technical services (tss) called the caller back and got the identity of the pt, but the pt was not registered. Technical services (tss) reviewed MRI guidelines.

Event description:
Additional information was received from the representative (rep) and patient. A pc (phone call) was made to the initial reporter, an MRI technician. The patient's contact information was given. A pc was made to the patient, and they confirmed it was a medtronic device that was implanted in april. They did not have the device serial number. They stated the device was explanted because of an infection. They gave all equipment to the doctor¿s office and had nothing left in their possession. They provided the caller with the implanting physician¿s information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.